Event description:
It was reported on (B) (6) 2010 that a skin burn occurred using a vnus rfs venous ablation device. The pt showed a skin burn on his leg to a vnus employee and stated that the skin burn happened after his last venous ablation treatment. From the pt's description, the skin burn might have resulted in an infection. No add'l info is available about this incident.

Manufacturer narrative:
To date, two attempts have been made to gather more info on this case. No further info is available on this incident. Skin burns are a known complication of venous ablation. Proper use of the product requires a procedure known as tumescence. Tumescence is accomplished by infiltrating an anesthetic solution into tissue above the vein to be treated at various points along the path. This injection is intended to accomplish two important results: it provides protection for the pt against any pain that may be associated with the procedure, and it assures that the vein to be treated is depressed and maintained at least one to two centimeters from the skin surface. The product's instructions-for-use provided guidelines for the proper administration of tumescent infiltration.